Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the routine device changeout, all lead measurements were appropriate. The competitor right atrial (ra) lead was connected without issue, but when the competitor right ventricular (rv) lead was connected, the electrogram (egm) was blank. Lead testing was performed and the ra lead was appropriate. Low out of range impedance measurements were noted on the rv lead. Both unipolar and bipolar configurations noted low out of range impedance measurements on the rv lead. All other measurements on the rv lead were appropriate. The pocket was closed and testing continued. Some intermittent baseline noise was noted when the rv lead was programmed to bipolar configuration. As a result, the rv lead was programmed to unipolar configuration. Post operatively, the patient showed good conduction and was not pacemaker dependent. The physician will not make any changes to the system and will continue to monitor the patient appropriately. No adverse patient effects were reported.